Event description:
It was reported that after the patient¿s device was placed in her ¿other hip¿, it worked fine, and then stopped working again. No further information was reported. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report number 3007566237-2013-02885 for additional patient information.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v646684, product type: lead. (B)(4).

Event description:
It was later reported the patient stated on (B)(6) 2012 that they were experiencing a lack of therapeutic effect. It was noted the patient thought the device was not working like it should. Reportedly, the patient kept a voiding diary and said there was no difference in symptoms when the device was turned on or off. It was stated the patient had been experiencing a lack of therapeutic effect "since then".